Event description:
The MFR received a report from a (B)(6) that a heated humidifier and its associated continuous positive airway pressure (CPAP) device had experienced a thermal event when the combined sys of devices was plugged in. There was no report of property damage, serious injury, or harm. The devices were received by the MFR's svc ctr on (B)(6) 2011. A f/u report will be filed when the investigation is complete. The description of the event indicates that the failure was discovered at the time electrical power was supplied to the sys of devices. As electrical power is first supplied to the heated humidifier and then to the CPAP, the CPAP device has been listed in this report as a concomitant device.